Event description:
It was reported that within a few days of the device implant, the patient had a twenty minute episode of ventricular tachycardia (vt) and wavelet withheld therapy. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).